Manufacturer narrative:
Boston scientific assigned ID #. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure. According to the complainant, the wire was blocked at the tubing juncture during the procedure. The procedure was completed with another endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."